Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this lead was explanted due to high impedance.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 5 cm distal to the is-1 connector pin. Both fragments were received for analysis. The returned lead fragments were visually and electrically analysed. The visual inspection revealed severe extraction damages. In particular 43 cm and 31 cm proximal to the lead tip the insulation was damaged from cuts. Blood had penetrated the lead in these areas. Furthermore between 6 cm and 3 cm proximal to the lead tip the lead body was covered in calcified tissue indicating a significant ingrowth of the lead in the implanted state which might have impacted the electrical functions of the lead. After removing the calcified tissue, the electrical analysis was properly feasible. The dc resistances of the received conductor fragments were measured, no peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.